Event description:
It was reported, the intended procedure was diagnostic, was rescheduled and performed using loaner equipment a few days later with no issues.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of light balancing issues and no camera was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, the video system center had light balancing issues and the camera had no display. The issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm.